Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and high impedance. The rv lead remains in use, however intervention is planned. No patient complications have been reported as a result of this event.